Event description:
Procedure: bypass of gastroenterostomy. According to the report: malformed stapling occurred. Add'l manual suturing was done. There was no bleeding or any tissue damage reported. The procedure was extended more than 30 minutes.

Manufacturer narrative:
Date initial report sent: 09/30/2009.